Event description:
The customer reported that the system intermittently would not fluoro and intermittently would display fast stop error messages. The system was shutting down w/o command. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable, control panel process I/o board, the generator interface board, and temperature sensor were replaced. The system was then found to be operating as intended.